Event description:
Ra pacing and ra measurement values within normal limits. Shock impedance within normal limits (tachy = monitor only). No sensing in ra, rv and lv because of no electrical activity of the patient below a frequency of 30 bpm. Rv and lv impedance greater 3000 oh ms ((B)(6) 2011: rv about 600 ohm; lv about 900 ohm) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).